Event description:
Patient presented with fistula and hernia recurrence.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. 1219977-2014-00353, 1219977-2014-00354, 1219977-2014-00355,1219977-2014-00356.